Event description:
It was reported that there were diminished r waves and t-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the distal segment was returned for analysis. Blood/body fluid was observed on the distal conductor (not obstructed). Blood/body fluid was observed in the outer tubing overlay which was also kinked/buckled and the overlay was melted and had cosmetic environmental stress cracking. A white substance was observed on the outer overlay tubing, the tip electrode and the tip electrode. The helix was distorted/bent and blood was observed in/on the helix mechanism. The lead was flexed within 5cm of the anchoring sleeve. The device is part of the advisory for this model.